Event description:
After 24 hrs of balloon pumping, the pump console alarmed "check iab cath", and low augmentation was noted. A fine spray of blood was noted in the tubing indicative of a leak. The pump console was turned off, and the balloon was discontinued. Visual exam of the balloon revealed a large tear - suspect the tear occurred as the balloon was removed. No pt complications were noted. The balloon was sent to MFR for evaluation.